Event description:
The pt performed blood glucose tests on the suspect device and obtained the following results: 343mg/dl at 10:00am, 366mg/dl at 2:00pm, 469mg/dl at 6:00pm and 134mg/dl at 11:00pm. Pt then took the normal dose of insulin and went to bed. At 3:00am, pt's spouse tried to wake pt. Pt did not responed, so spouse performed a blood glucose test on the suspect device and obtained a reading of hi. Spouse called the paramedics, whose unknown device read 10mg/dl. The paramedics treated pt with an IV and glucose. Pt was not taken to the hosp.